Event description:
Related manufacturer reference number: 3006705815-2023-05688. It was reported that the patients leads had high impedances resulting in ineffective therapy. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Date of event is estimated.